Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to diabetic ketoacidosis. Blood glucose was over 700 mg/dl; treated with insulin drip. Customer stated that the insulin pump was sometimes not delivering the correct amount of insulin and other times it alarms no delivery. Customer experienced thirst and tiredness. Customer contacted her doctor due to not having a backup plan. Nothing further reported.